Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon catheter marker band was unable to be seen under fluoroscopy. The 90% stenosed lesion was located in the calcified and moderately tortuous anterior tibial artery. The guide wire crossed the lesion and the sterling es monorail 2x40mm balloon was inflated to 6atms and then pulled into the sheath. Contrast injection performed and the sterling balloon was advanced to the lesion. During delivery the physician did not notice that the balloon marker was advanced distal to the lesion. The device was unable to be seen under fluoroscopy , and resistance was felt. The catheter was removed, and the shaft was "twisted." The device was withdrawn. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "good."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation by manufacturer: the returned product consisted of a sterling es monorail (mr) balloon catheter. There was blood and contrast visible on the inner surfaces of the device. The balloon protector was received located over the tightly folded balloon. Magnified and tactile inspection of the shaft revealed multiple kinks in the shaft. Microscopic examination of the balloon revealed damage to the inner shaft which appeared to be flattened. Microscopic examination of the distal end of the device revealed damage to the distal tip. Examination of the material surrounding the damage and kinks did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The markerband spacing and distance from the balloon cone transitions were measured while the balloon was inflated to nominal pressure. The markerband spacing and the markerband to balloon cone transition were within specification. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon catheter marker band was unable to be seen under fluoroscopy. The 90% stenosed lesion was located in the calcified and moderately tortuous anterior tibial artery. The guide wire crossed the lesion and the sterling es monorail 2x40mm balloon was inflated to 6atms and then pulled into the sheath. Contrast injection performed and the sterling balloon was advanced to the lesion. During delivery the physician did not notice that the balloon marker was advanced distal to the lesion. The device was unable to be seen under fluoroscopy , and resistance was felt. The catheter was removed, and the shaft was "twisted." The device was withdrawn. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "good."